Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the unspecified bd sst vacutainer tube there was poor barrier separation of sample and erroneous results. The following information was provided by the initial reporter. The customer stated: there were "issues with separation of the sst tubes and low sodium values."

Event description:
It was reported when using the unspecified bd sst vacutainer tube there was poor barrier separation of sample and erroneous results. The following information was provided by the initial reporter. The customer stated: there were "issues with separation of the sst tubes and low sodium values."

Manufacturer narrative:
Investigation summary: material #: unknown. Lot/batch #: unknown. Bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific material and lot number associated with this complaint; therefore, a review of the device history record or complaint history could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Technical services contacted the customer for troubleshooting. Samples were expected but were not received.